Event description:
During a laparoscopic supracervical hysterectomy, the surgeon noticed a 3rd degree burn area on the abdominal wall, 1.5 cm wide by 3-4 cm long, at the end of the procedure.

Manufacturer narrative:
The device passed electrical testing and performed as anticipated. Therefore, we can state that it did meet specification and no malfunction was observed. As to the cause of the injury, a possible cause that has been identified where the user may have placed the grasper onto the pt when activating and using a non authorized grasper. However, the investigation is still continuing to see if there are other potential causes.